Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient experienced persistent pain and tenderness at the pocket site. The physician revised the pocket site. The patient requested to remove and replace the ipg with a new model of ipg. Follow up revealed the patient's issue was resolved.